Event description:
Customer alleges out of box failure: centermount legs do not work and tilt doesn't work. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, (B)(4) is approximately 1 month old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. This is an out of box failure. Product did not reach a consumer. The dealer stated that the center mount legs and the tilt are not operational. The dealer reprogrammed the tilt and it was working, then stopped. Product is being returned to invacare on (B)(4) for an inspection and evaluation. No injury.